Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d9, d10, e1, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, there were no abnormalities in the shaft. The root cause of the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. This report is related to MFR#: (B)(4) (1/2).

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the distal end of the forceps exhibited poor bite alignment. Consequently, the upper edge of the distal end bite area was slightly protruding. This prevented insertion into a 5mm trocar. The issue occurred during reprocessing. There was no patient involvement.